Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, brown particles in the surface of the shell and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact -non-penetrating nicks. Missing piece of the shell assessed as to inconclusive.

Event description:
Healthcare professional reported removal of textured implants due to concern with the product and right side rupture. Device has been explanted.